Manufacturer narrative:
The customer reported that the display screen on the central nurse's station (cns) froze. It then flashed blue and the system started to reboot itself. The device will not be returned to nihon kohden, however the log files have been requested for evaluation. Due to the symptoms the device displayed, it has been determined that the most likely cause of this event is due to overheating. The customer has been advised of the proper cleaning and maintenance procedures of the device to resolve the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the display screen on the central nurse's station (cns) froze. It then flashed blue and the system started to reboot itself.

Manufacturer narrative:
Corrected data device available for evaluation. Device evaluated by manufacturer. Event problem and evaluation codes. Additional manufacturer narrative. Additional information: follow up. Additional information/correction. Field required for submission. Additional manufacturer narrative the customer reported that the display screen on the central nurse's station (cns) froze. It then flashed blue and the system started to reboot itself. The device was not returned to nihon kohden. However, log files have been requested for evaluation. Due to the symptoms the device displayed, it has been determined that the most likely cause of this event is due to overheating. The customer has been advised of the proper cleaning and maintenance procedures of the device to resolve the issue. The customer reported that the issue has not happened since the initial malfunction, so he requested that nihon kohden close the ticket. The device was not returned to nkc for a qa investigation and the customer declined troubleshooting. Due to the age of this complaint, additional information necessary to conduct an investigation is not readily available. Based on the information provided at the time of the event assessment, there is no indication of patient injury as a result of this issue.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018,(B)(6) reported the cns-6201a (pu-621ra sn:1476) rebooted itself during normal operation. The screens first froze, then flashed blue and started to reboot through the normal windows boot. The monitors were on a ups, it was unknown if the cns was on a ups. Service requested troubleshooting/assistance service performed ts email to customer: first of all, it sounds like this was a windows based crash due to either a hard drive or mother board issue. When this type of crash occurs, our qa dept needs us to ask for the log and dump files. These can be obtained from the below instructions. Since our records indicate that you have software version 03-40, I am writing instructions based on this. Please let me know if you have a different revision. Menu > system setup > enter the time as a password - enter > top right tab is the maintenance tab - select this one > in the second row of tabs, select system info > under the system info tab, there are three buttons in the middle of the screen. At this point, insert a blank flash drive configured for "fat32" file systems, preferably one that is around 4gb. Wait a few moments then press the button for event log output. It will then throw up a prompt stating that the files have been saved. Next, select the button for crash dump output and answer the save prompt when it comes up as well. Do not remove the usb device. First, go back to that second row of tabs > find other settings > select the option to unplug device and confirm the prompt when the device is ready to be removed. Next, upload those files here: https://www.dropbox.com/request/sz61xopfxeoeeugiugtt. Finally, the presumed cause behind this crash is overheating. Nk recommends cleaning out the case of the cns every six months to stop dust and debris from accumulating in there. There are two fans, one external and one on the motherboard. Either of these fans stopping because of the debris could cause this issue. If the external is clogged, no hot air can escape the case. If the internal fan fails, then all the heat from the cpu and the motherboard has no where to circulate to. There are of course options such as power surges and ups failures but coupled with the screens freezing, this is the most likely scenario. If you have any questions, please feel free to let me know. We need to ensure that the case is cleaned out and to see those files to accurately guess what is going on inside and after we find the root cause, we must check and see the health of your hard drives, which can be done on your end with some assistance from tech support and the intel matrix storage manager. __ customer stated (B)(6) 2018 the issue had not happened since and requested to close the ticket. Investigation result there was a reported issue of the cns self rebooting. The device was put into service on 01/29/17, which is 11 months prior to the reported issue. The device warranty was current at the time of reported issue. A review of device history found no previously reported issues related to the hdd, motherboard, or self reboot for this unit. Customer was advised on possible causes of the event, which includes issues with the hard drive or motherboard caused by overheating or power surges. Customer was advised that nk recommends for the cns to be cleaned every six months to stop dust and debris from accumulating. The cns has two fans, one external and one on the motherboard. Issues with either fan could cause the issue. If the external fan is clogged, no hot air can escape the case. If the internal fan fails, then all the heat from the cpu and the motherboard has nowhere to circulate to. Use of ups protects the cns from power surges. It is unknown if the cns was connected to a ups or if the facility was experiencing power issues at the time. Customer later reported a recurrence of the issue 1 year later: notification 300161498 reported (B)(6) 2019 in which the cns was reported to randomly reboot. Due to lack of information provided by the customer, the root cause could not be determined. Customer did not believe the issue recurred. A review of tickets opened at this facility found no other reported issues with a pu-621ra unit rebooting. There does not appear to be a trend at the facility. The cns-6201a service manual revision g recommends that regular maintenance inspections be performed every 6 months. A maintenance check sheet is provided, which includes checking the operation of the unit and status of hardware information. In particular, fan operation should be checked through procedures outlined on section 5.3 of the service manual, and internal sensor, fan, and hard drive condition should be checked through procedures outlined on section 5.12 of the service manual. This inspection would show the critical hardware information which would prompt user to perform needed maintenance. Cns-6201a operator's manual also advises the customer to restart the central monitor once every three months. Otherwise, operation becomes unstable and monitoring may stop. While restarting, patients monitored by the central monitor must be monitored by alternate instruments such as bedside monitors. Per nkc DHR, the unit (pu-621ra sn:(B)(6)) has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. As the device was not returned, nka evaluation could not be performed. Additionally, investigation is limited as further information regarding the incident, including cns log collection for the event, was not provided by the customer. Based on the given information, the root cause could not be determined. There is a possibility that the cns spontaneously restarted due to lack of required maintenance. Customer's maintenance information on this device is not available. Correction: b2. Outcomes attributed to adverse event: life-threatening - inadvertently checked on MDR initial. Deselected on this follow up MDR report g4. Date received by manufacturer: should be 01/03/2018 not 01/31/2018 as listed on MDR initial report.

Event description:
The customer reported that the display screen on the central nurse's station (cns) froze. It then flashed blue and the system started to reboot itself.